Event description:
Boston scientific received information that during defibrillation testing after the implant of a new pulse generator, undersensing of the induced ventricular fibrillation signal was noted on this rv lead. Due to the undersensing the tachy shock was not delivered, and required external conversion to rescue the patient and convert the rhythm. This lead was surgically abandoned due to the issue, and the previously capped rate/sense portion of the tachy shock lead was used with adequate sensing.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.